Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in belgium. It was reported that patient faced infusion set tape not sticking and product not adhering during swimming event on (B)(6) 2026. No further information available.